Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade IV, and "free periprosthetic fluid" diagnosed via ultrasound. Device remains implanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma - late, and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade IV, and "free periprosthetic fluid" diagnosed via ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.5., d.6b., h.6.